Event description:
A customer contacted baxter's technical service centre regarding a leak on the heater line of the homechoice (hc) unit. At the time of the initial call, the home patient (hp) informed baxter that he had disconnected from the unit in the dwell 1 stage, at which point the heater line had become disconnected from the heater bag. The event occurred during use, with the patient disconnected. The technical service representative (tsr) assisted the hp to accurately end therapy and advised them start over with new supplies. After following up with the hp, baxter was able to obtain the following additional information: at the time that the heater line became disconnected from the heater bag, there was a leak of the solution. Hp did not come into physical contact with the solution. Hp also confirmed that there was no visible damage to the baxter product, and that the line may not have been connected properly. There was patient involvement, with no associated patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample was not returned therefore no evaluation could be performed. The lot number was unknown therefore, a batch review was not performed. The root cause of the complaint was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak. Complaint is confirmed because patient reporting of a loose heater bag connection to the heater line causing the solution to leak out all over the floor, which is a use error. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.